Event description:
Patient had a malfunctioning 8840 synchromed ii b pain pump removed. The pump had been in for less than 9 months, and the estimated eri time is 71 months. The pump alarmed "empty reservoir" even though 35 ml was actually pulled out of the pump post explantation. The pump was exchanged via surgical intervention.======================manufacturer response for pain pump- intrathecal, medtronic 8840 synchromed ii b pump (per site reporter).======================requested to take device for evaluation however, at this time device retained per hospital as per protocol.